Event description:
It was reported that a small volume folfusor leaked. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: additional initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 21, 2023 ¿ april 22, 2023. H10: the device was received for evaluation. Visual inspection was performed, and white drug residue was observed at the blue winged luer cap suggesting a leak may have occurred. The cause of the leak was an untightened blue winged luer cap. The reported condition was verified. The cause of the leak may be due to use error by not securely tightening the blue winged luer cap. Magnified visual inspection using a microscope was performed, and no signs of surface roughness were observed inside the cap. Functional leak testing was performed, and no leaks were observed. The product label (IFU, instructions for use) indicates the blue winged luer cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.